Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown. The device generated an 0x6a alarm. Fluid was able to flow through the fluid path with no signs of struggle and no signs of leakage were observed. The drive mechanism was inspected and no damages or defects were found that would contribute to the 0x6a alarm. The root cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin (10u) was delivered. The patient's blood glucose history are as follows: time: bg(mg/dl): (B)(6) 2021 11.58 am 242 mg/dl, (B)(6) 2021 03:40 pm 255 mg/dl, (B)(6) 2021 04:00 pm 400 mg/dl.